Event description:
International affiliate reports the tip of the pedicle probe broke off during pedicle preparation at s-1 in a lumbar spine fusion procedure. The broken tip remains in the patient encased within the pedicle. The surgeon is reported to have removed and examined the broken instrument and then inserted a screw into the body in a different angle. The pedicle probe is not available for evaluation. As an unintended portion of the device remains in the patient, this medwatch report is being filed to document this event.

Manufacturer narrative:
The pedicle probe in not available for evaluation. Review of the device history cannot be performed as the lot code is unknown. Additionally, the age and condition of the device prior to breakage are unknown. No definitive conclusions can be made as to the cause of tip breakage. However, the most likely cause is that application of atypical force during pedicle preparation, possibly due to contact with hard bone. At this time, the complaint is considered to be closed. Device not available.